Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: for defect confirmation from hospital there was jamming when trying to fire the skin stapler. The procedure was a total knee replacement arthroplasty. No medical intervention reported and there was no reported injury.

Event description:
Reported issue: for defect confirmation from hospital there was jamming when trying to fire the skin stapler. The procedure was a total knee replacement arthroplasty. No medical intervention reported and there was no reported injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The sample was returned with two loose staples. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared severely misaligned. This misalignment was also visible in the photos sent by the customer for evaluation. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staples were fired by the end user. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Functional testing could not be performed due to the severe misalignment of the staples. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Per DHR the product visistat 35r 6/box lot # 73k2100027 was manufactured on 10/04/2021 a total of (B)(4) pieces. Lot was released on 10/18/2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to further investigate this issue. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Functional inspection could not be performed due to the misalignment of the staples. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.